Event description:
It was reported that the right ventricular lead was replaced due to impedance trending downward, 208 ohms bipolar (440 ohms unipolar). No patient complications were reported as a result of this event.